Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to use a backup insulin pump and arranged for a replacement pump to be shipped.